Event description:
Medtronic received information that after an unspecified amount of implant time, the 21 mm carpentier edwards valve was revised due to severe stenosis and a gradient >50. A transcatheter bioprosthetic valve was implanted within this surgical valve. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).